Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid-19 pandemic in accordance with FDA guidance "post-marketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 5. On (B)(6) 2023, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, swelling, abscess and fistula. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. On (B)(6) 2023, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, swelling, abscess and fistula. No further patient complications were reported.